Event description:
Spontaneous. Patient's mother reports needle set is leaking medication. Gets wet around where the tube connects to the needle area. No missed dose or adverse event reported; unknown if available for return; unknown if md aware. No further information provided. Indication: transient hypogammaglobulinemia of infancy. Used to infuse hizentra 20% at above dose/frequency. Reported to (B)(6) by pt/caregiver.